Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was seen by their doctor for a collection of fluid at the level of the back at the scar and battery. The doctor proposed an exploration in the operating room but for the moment the patient decided to think and continue to be followed by their doctor. The device was also adjusted. During the adjustment of the ins of increments of 0.2ma, the patient was in a standing position and felt a strong discharge in their back and legs. This forced the patient to sit down. After the discharge the patient was angry but the settings continued with good coverage of the painful area at the end. The issue was resolved at the time of this report. The patient was alive with no injury. Additional information was received from the manufacturer representative reporting that a surgical intervention occurred on (B)(6) 2018, and nothing was found at the level of the scars. The patient was well and monitored by their doctor. The patient was satisfied with the settings. No further complications were reported or anticipated.